Manufacturer narrative:
(B)(4). Report source: foreign- united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by a retrospective study, that the patient underwent a placement of a xtrafix device. Subsequently, five days later, had a tibial fracture through the proximal pin site and underwent revision of the tibial pin. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
The root cause of the investigation remain unchanged. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported by a retrospective study, a patient underwent placement of a xtrafix device, at an unknown site on the left extremity. Subsequently, five days later, had a tibial fracture through the proximal pin site and underwent removal and reposition of the tibial pin. The patient remained hospitalized until definitive fixation was completed and the event was considered resolved.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
The following section was corrected: g3. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.